Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 400mg/dl. Bg was treated with intravenous saline. Reportedly, customer was unsure if the non-tandem infusion set was the cause of the issue. In addition, basal iq feature was turned off and customer alleged that this could have contributed to elevated bg. Multiple contact attempts were made by tandem technical support to perform troubleshooting and educate customer that insulin suspension feature being turned off would not likely contribute to elevated bg levels. However, no response was received from the customer.